Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016. Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that at the patient's post-op appointment (following their lead revision on (B)(6) 2019) that the patient was doing great and denied any complaints. The issue was resolved. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2016, product type: lead. Date inaccurate; only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell several months ago and since then they didn't have adequate coverage. The stimulation went directly into the patient's ribs. The healthcare provider (hcp) performed an x-ray and revised the patient leads successfully- the leads were pulled down to the top of t9 with no difficulty. Impedances were all within the normal range and the patient was going to return for a post-op visit in 10 days. No further complications reported.

Manufacturer narrative:
Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's leads were moved from t9 to t7 because of the patient's complaint of sporadic rib stimulation. The patient fell but the x-rays didn't show a lead migration. Pulling the leads down fixed the stimulation in the ribs and the patient reported having good coverage. No further complications reported.